Event description:
It was reported that the patient had a long-term indwelling foley catheter due to benign prostatic hyperplasia. After the catheter was replaced on (B)(6) 2022, the catheter balloon leaked on the same day and the catheter slipped on its own. It was stated that the three-lumen catheter was re-indwelled.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy.¿ the device was not returned.